Event description:
It was reported that a patient underwent an unspecified thermocool smarttouch catheter and while the device was inside of the patient's body, the medical team identified that the device (including port, luer hub) was not irrigating. When flushing, no water comes out from the mouth connected to the pipe. Repeated flushing did not improve the irrigation. No error messages were noted prior to the irrigation issue. The correct catheter settings were selected. The catheter was determined to be the suspected device for the issue. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).